Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2010, the patient was diagnosed with peritonitis. On an unknown date, the patient began remedial therapy with reflin (500 mg, route and frequency not reported), amikacin (50 mg, route and frequency not reported) and heparin (1000 units, route and frequency not reported). Dianeal therapy was ongoing. It was not reported whether the patient was retrained; therefore, the outcome for the event of break in aseptic technique was unknown. The peritonitis was resolving. No statement of causality was reported for the event of peritonitis or break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.